Event description:
It was reported that the user experienced frequent low glucose readings while using the ilet bionic pancreas, with the clinician requesting a factory reset so the system could readjust to current meal intake and allow trend reassessment. Symptoms included fatigue and mental fog associated with low glucose, with a lowest reported value of 65 mg/dl. Outcomes included acute hypoglycemia managed with oral glucose. Troubleshooting and education were completed, and a factory reset was performed per clinician direction. Investigation included user counseling and device use review. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.